Manufacturer narrative:
The pod was received fully deployed. The pod data showed the first priming sequence ran 45 pulses and then the device was deactivated by the user at pulse 55. No damages to the environmental seal or bottom housing was observed. No damages or deficiencies to the fluid path or needle mechanism were observed that could have contributed to the reported needle mechanism failure and improper insertion of the cannula. The needle mechanism was manually reset to a non-deployed state, and then redeployed using the lock and load fixture. The needle mechanism was observed to deploy as intended. The exact cause of the reported events could not be determined. No bends or kinks to the cannula were observed. No problem was found.

Event description:
It was reported that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The patient reported being unsure if the cannula was properly seated and bent. The pod was worn less than 1 hour on the abdomen.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported the cannula was possibly not inserted correctly and bent into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.